Event description:
It was reported this patient underwent an ercp procedure in order to place a metal biliary stent. The physician encountered difficulty in stent deployment. The catheter and hub of the stent delivery system separated. The physician could not deploy the stent. The physician then decided to continue with the procedure using two additional stents of a different manufacturer, however was unsuccessful, details unknown. From all information received, the patient was held overnight in this hospital due to the increased need for sedation with extended procedures. The patient was elderly and frail and had undergone several ercp procedures in the previous months. According to the physician the patient did obtain symptomatic relief with a plastic drainage stent that was placed sometime during this hospitalization. It was confirmed that the patient suffered no adverse effects from this event. The complaint device was discarded by the user facility. Therefore, without evaluating the device and without additional details, the company is unable to determine the cause for this event.